Event description:
Customer called to report that the tops of the specimen tubes of the coulter act diff2 analyzer were wet when the cap pierce door opened. The leak was a drip on the tube tops and was not contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the instrument issue. The cts instructed customer to clean the probe wipe, which resolved the issue. The cts then verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).